Manufacturer narrative:
Vyaire medical file identification: (B)(4), h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator began alarming 02 concentration low while in use. The patient was transferred to alternative ventilation. No patient harm.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: the issue was resolved after warming up the device and redoing the 2pt cal. Afterwards, a test was ran and the 151 alarm did not reoccur. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.